Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not requested for return as the failure is known and has been previously investigated. The cause of this failure was determined not be attributed to a device related malfunction. Based on these results and the information available at this time, the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153. (B)(4).